Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received instructions on resetting the pump and successfully completed the reset without the malfunction recurring. They were advised to continue using the pump and to contact support if the issue reoccurs.